Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "bilateral exchange of textured devices due to patient's concern with product."

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and exchange from textured to smooth breast implants due to the patient¿s concern with the product. "Particles in valve" was observed during surgery. The device has been replaced.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and exchange from textured to smooth breast implants due to the patient¿s concern with the product. "Particles in valve" was observed during surgery. The device has been replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: yellow biological tissue. Leak test and microscopic analysis was performed which identified: device no leakage and device is found intact and functional. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.